Event description:
It was reported that after a laparoscopic sigmoidectomy, the patient had bleeding of the sigmoid colon. The patient was submitted to an endoscopic procedure to verify that the bleeding stopped.